Manufacturer narrative:
Serial number has been updated. Manufacture date, expiration date, and UDI have also been updated. Device unique identifier (UDI) #(B)(4). The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the patient presented on (B)(6) 2017 with lightheadedness, dizziness and a lactate dehydrogenase (ldh) in the 1000s u/l. Pump exchange was performed on (B)(6) 2017.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) was 890 u/l. The patient¿s inr was at 2.7, with anticoagulation therapy of warfarin and plavix. On (B)(6) 2017, the patient¿s ldh was 900 u/l and plasma free hemoglobin (pfhgb) was 60 mg/dl. The patient was started on a heparin infusion. An lvad exchange was postponed due the requirement for nutritional improvement and physical therapy. The patient¿s ldh was 660 u/l and pfhgb was 30 mg/dl at the time of discharge. On (B)(6) 2017, the patient was seen in clinic with an ldh of 739u/l and pfhgb at 110 mg/dl, and pump thrombosis was suspected. It was reported that the patient experienced one day of wine colored urine, and that elevated lvad parameters were observed. Thromboelastography (teg) showed no inhibition to plavix. Medication was changed from plavix to asa, brilinta, and coumadin. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with driveline severed approximately 1 inch from the pump housing and three portions of the severed driveline were returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and the inlet section of the rotor. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. The thrombus formations found in the pump would have contributed to the reported elevated ldh and would have created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.